Manufacturer narrative:
As reported, the sealant of a 6f-7f mynxgrip vascular closure device (vcd) did not deploy. Therefore, hemostasis was achieved more than 30 mins and the patient recovered. There was no reported patient injury. The patient was not hospitalized and recovered after the procedure. The deployer was trained with mynxgrip vcd. The type of vessel was femoral arterial. A diagnostic peripheral procedure was performed. A retrograde approach was used along with a 6f non-cordis sheath. Femoral artery suitability was verified with angiography, including insertion angle of the arterial vessel. There was no calcium in the vicinity. The patient had a history of peripheral vascular disease (pvd) and weighed 90 lbs. The user shuttled down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the 6-f non-cordis sheath. The product was not returned for analysis. A product history record (phr) review of lot f2033501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant-failure to deploy¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. With the limited information provided and no product return, it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Additional information was received. Additional b5 narrative: a retrograde approach was used along with a 6f non-cordis sheath. Femoral artery suitability was verified with angiography, including insertion angle of the arterial vessel. There was no calcium in the vicinity. The patient had a history of peripheral vascular disease (pvd) and weighed 90 lbs. The patient was not hospitalized, and recovered after the procedure. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6f-7f mynxgrip vascular closure device (vcd) did not deploy. Therefore, hemostasis was achieved more than 30 mins and the patient recovered. There was no reported patient injury. The deployer was trained with mynxgrip vcd. The type of vessel was femoral arterial. The user shuttle down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the unknown sheath. The device will not be returned for evaluation.